Manufacturer narrative:
The service evaluation found the forceps cover adhesive at the distal end is peeling and missing; gap between the cover and probe unit. The customer¿s reported issue was confirmed as the scope displayed no image due to fluid invasion. The scope failed the air/water leak test from inside the distal end of the air/water channel. Fluid was found inside the scope connector. The scope identification has no data due to fluid invasion. Non-olympus repair/parts to the bending section cover/bending section cover glue and the insertion tube. The objective lens at the distal end has an internal crack. The ultrasound image has 3 broken elements. Corrosion was found inside the scope cover. The control knob has play/loose. The scope was last serviced via repair in june 2019. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The service center was informed that the customer evis exera ii ultrasound gastrovideoscope was returned for repair for a reported ¿when hooked up, could not get it to white balance and could not get any image on it¿ that was found during preparation for use. Upon inspecting and testing, the service technician found the forceps cover adhesive at the distal end is peeling and missing(reportable). No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the forceps cover glue peeling likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be (B)(6) 2022. Investigation activities have been opened, to manage the actions related to this report and any required MDR reporting.